Event description:
Reporter alleged, obtaining a discrepant blood glucose result of 151 mg/dl back to back with a result of 84 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter did not indicate if he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.